Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Further information received by the patient indicates that the discomfort was caused by the patient experiencing a minor shock when using therapy while moving and/or burping. In turn, the patient may undergo surgical intervention to remove the system.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR report#1627487-2017-01741. The patient reported she has not used her scs system in 5 years due to discomfort experienced from the implant. Reportedly, the patient requested a system explant.